Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product remains implanted in the patient¿s eye. Although the lens remains implanted, pictures were received that show a white substance on the lens. It can be observed as iol haze following a circular/concentric pattern (like the lathe lines pattern), unfortunately the origin of such observed phenomena cannot be objectively determined from a clinical photo assessment. The complaint issue reported was confirmed although the lens was not returned and it cannot be confirmed to be related to manufacturing based off of a picture, therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that one additional complaint had been received for this production order number; however, no product deficiency was identified in that case. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that fiber-like membrane substances on the whole anterior surface of the intraocular lens were found in a patient's eye who was implanted in 2012. A yttrium-aluminum garnet (yag) laser was irradiated on (B)(6) 2015. The visual acuity was 0.7 for the naked eye and 1.2 for corrected at the 2016 examination. On (B)(6) 2020 examination, the chief complaint was that it the patient¿s vision is hazy (0.2 for the naked eye and 0.7 for corrected. It was reported that the patient¿s visual acuity had decreased from (1.2) to (0.8). The doctor thinks that the white substance that was stuck to the lens is the cause of blurry vison in the patient. The doctor is observing the patient's progress, but considering treatments such as yag and washing. No further information was provided.